Event description:
It was reported that a malfunction alarm identified as malf 12 occurred on the pump, with no notable events happening beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the reset, after which the malfunction did not recur, and customer was advised to continue using the pump and to call back if any malfunction code appeared again.